Event description:
It was reported patient underwent a hip scope procedure on (B)(6) 2014. During the procedure the suture anchors would not remain implanted. The surgeon drilled additional holes to complete the procedure using competitor anchors.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: number 2 states, ¿ improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure.¿ number 4 states, ¿failure to achieve adequate fixation or improper positioning or placement of the device can contribute to a subsequent undesirable result.¿ evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05160 / 05161).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event was determined to likely be due to improper hole preparation.